Event description:
It was reported that approximately two months ago the patient's implantable neurostimulator was turning off on its own. The patient noticed this because she had a return of symptoms. The patient attributed the device turning off to walking through security gates. The patient was always able to turn the device back on and regain therapeutic effect. Additional information indicated that one and a half months ago the patient received a power on reset condition on her patient programmer and was unable to turn stimulation back on. The patient stated that there was no medical procedure or trauma related to the event. Longevity calculations were performed with the information the patient supplied and results came back at 8 months. The neurostimulator had been implanted for greater than 12 months at the time of the calculation. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received report it was not possible to communicate with the device. The patient had the device set at roughly 8+ volts for the past year. It was noted that the voltage the patient was using would cause early battery depletion. At the time of the report the patient had not been back in to her hcp for further interrogation or exam, and it was believed that her symptoms were returning.

Manufacturer narrative:
Lead: model 3093-33, lot# v487997, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw a power-on-reset message on their patient programmer and couldn't sync with the neurostimulator. The patient also saw an elective-replacement-indicator message, indicating a low battery, and was unable to communicate with the ins. It was noted that the patient may have had higher voltage settings, but this was not confirmed. It was unknown if the patient was receiving stimulation.